Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 2 medwatch reports submitted for the same event. Also see: 3002806535-2015-00053.

Manufacturer narrative:
Third party analysis was conducted and found the reported metal ion levels (cobalt 73 nmol/l and chrome 170 nmol/l) are elevated according to the nov guidelines. Patient had two mom hips (bilateral). For further details please see (B)(4). (B)(6) data indicate a cup inclination angle of 55 degrees with an anteversion angle of 14 degrees. On a CT scan dated (B)(6) 2011 the cup inclination angle was measured at 48 degrees. It was not possible to measure the anteversion angle on the provided radio graphs. On radiographs dated (B)(6) 2007 and (B)(6) 2012 the inclination angle was measured at 51 degrees with an anteversion angle of 22 degrees. Biomet's applicable surgical technique recommends a cup inclination angle of 45 degrees with an anteversion angle of 20 degrees. The hip stem was centrally placed within the femoral canal. Due to insufficient data, the existence of the pseudotumor could not be confirmed and its cause could not be determined. A review of the manufacturing history records confirms no abnormalities or deviations reported.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pseudotumor.

Event description:
It was reported that the patient underwent a right hip replacement on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2012 due to a pseudotumor. No further information has been received.